Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the sensor stayed on the pedestal when the customer was loading the serter. Customer's blood glucose was 43 mg/dl. Customer declined to troubleshoot for low blood glucose. Customer will not return the device for analysis.